Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient underwent a l3- s1 pedicle fusion and decompression, the l4-5 discectomy and interbody fusion, the far lateral arthrodesis at l3-s1, and the bilateral laminectomies from l3-5. The patient has pain, muscle spasticity, pain, burning and stabbing pain, tenderness and numbness in the leg, unwanted bone growth, anxiety, depression, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: lumbar-3/lumbar-4/lumbar-5/sacral-1 pedicle fusion; lumbar-4/lumbar-5 diskectomy and interbody fusion; l3-4, l4-5 foraminotomies bilaterally; far lateral arthrodesis, l3 to s1 5. Use of bone morphogenic protein bone substitute, cadaveric bone chips and demineralized bone matrix, neurologic monitoring. For pre-op and post-op diagnosis of: failed back syndrome; post-laminectomy syndrome; lumbar spondylosis; lumbar stenosis. As per op notes: ".. The l4-5 interbody space was filled with a combination of cadaveric bone chips and bone morphogenic protein. A 9-mm vertebral body peek spacer, 9 mm x 25 mm, was inserted under direct visualization. Proper positioning was confirmed via fluoroscopic imaging. No change in neurologic monitoring.. The lateral gutters were lined with a combination of bone morphogenic protein, demineralized bone matrix and cadaveric bone chips.. No complications were reported.."

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient has chronic pain syndrome, muscle spasticity, back pain, neck pain, hip pain, groin pain, burning and stabbing pain, tenderness and numbness in the leg, unwanted bone growth, anxiety, depression, and narcotic dependence from prescribed painkillers.